Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report, upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a left knee revision.

Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: the baseplate appears to have some pa coating still visible on the porous coated surface. There is no evidence of bone interdigitation on the porous coating. The device is otherwise unremarkable for an explanted component. Medical records received and evaluation: medical review indicates that baseplate malposition requiring revision is related to a surgical technique problem which was caused by the patients extremely morbid obesity. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review provided baseplate malposition requiring revision is related to a surgical technique problem which was caused by the patients extremely morbid obesity. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left knee revision. Update: the revision was done as a result of the tibia being misaligned.